Manufacturer narrative:
(B)(4).

Event description:
A stent graft system from another manufacturer was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that the patient presented with possible aneurysm rupture. An angiogram was done and a possible proximal type I endoleak from another manufacturer's stent graft was observed. A secondary intervention was performed. The physician implanted aptus endoanchors; however, the endoleak did not resolve. The physician then implanted an endurant 23x23x49 aortic extension, but the endoleak still persisted. The physician then converted the patient to open surgery. The patient expired due to bleeding. Per the physician, the cause of events were unknown; the cause of bleeding could not be determined.

Manufacturer narrative:
Corrected information: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.